Event description:
It was reported that there were electrograms that appeared to be ventricular tachycardia (vt) and the implantable cardioverter defibrillator (ICD) classified them as supra ventricular tachycardia (svt) and inappropriately withheld therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).